Manufacturer narrative:
(B)(4).

Event description:
The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5199365) being used with the complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).